Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data logs were provided for review. The customer's report was observed in the logs. The log showed all errors were self cleared by the user. Analysis of reports of this type has not identified an increase in trend.